Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The oxygenator was opened and a leaking fiber was discovered. The leak was caused by a damaged membrane fiber. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, (B)(6) identified that blood was dripping out of the gas outlet at the bottom of 01971311 be quadrox-ID oxygenator (lot number 70088657). (B)(4).